Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned by the customer; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-05406, 2134265-2015-05327 and 2134265-2015-05328. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with unspecified imaging catheter and pullback sled to visualize the unknown target lesion. During the procedure, when the physician tried to use pullback sled, the device failed to perform automatic pullback. The sled was exchanged with another of the same however, it did not work. The procedure was completed using manual pullback. No patient complication was reported and patient's status was fine.